Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have experienced backlight anomaly. Customer's blood glucose was 173 mg/dl. During troubleshooting, it was found that customer was not performing any programming while in vibrate mode. After troubleshooting, backlight did not function. Customer was advised that insulin pump would need to be replaced. No further information provided.